Event description:
It was reported via clinical study that patient underwent a left shoulder replacement. Subsequently, the patient developed aseptic glenoid loosening, presenting with shoulder pain. X-rays demonstrate stable alignment with slight lucency at the inferior glenoid pegs. The device remains implanted at this time as a revision is planned for on (B)(6) 2026. The outcome is considered continuing. No further information is available.